Manufacturer narrative:
Concomitant products: dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported by the patient's relative that six days post implant the patient felt a vibrating sensation when lying on their right side. Follow-up information indicates the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lead pacing configuration was changed to resolve the stimulation. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.